Event description:
It was reported that during surgery, the base of the syringe cracked the first time the surgeon pulled the trigger of the cement gun after mixing. Another new product was used without problem. No pt injury was reported.

Manufacturer narrative:
Device was not returned for evaluation, however, a sample from the same lot was evaluated and no problems were found. The likely root cause of the event is that the cement hardened earlier than expected due to the operating room temperature being 5 degrees over the recommended temperature specified in the IFU of 70 degrees f.